Event description:
It was reported that during a final tightening of the screw for a zero-p implant, surgeon noticed a fine shaving of metal above the screw holes. The surgeon was able to lock down implant. The metal shavings were retrieved and procedure was completed. It is unknown if the shaving is from the screw thread or from the edge of the plate hole.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Event description:
There were a quantity of four locking screws, part 04.617.816, used during procedure. This report is 2 of 2 for (B)(4).